Event description:
In two cases when using the suction irrigators in procedures, the staff noticed a liquid with green granules coming out of the irrigation tubing where the fluid goes into the patient. In one of the cases, they heard a loud pop from one of the units and stopped using it, then again saw the green granules in the fluid that was leaking out. Additionally there was a device leaking a clear fluid with what looks like mold specks in it. All devices have been single use only.